Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (unable to power up a monitor) was confirmed. Upon investigation the battery pack was unable to securely attach to a monitor. The cause for this failure was isolated to bent connector pins. The root cause for the damaged connector pins was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A zoll distributor returned battery pack sn (B)(4) and reported that it could not power up a monitor.